Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to the station. The technical support specialist reviewed the reported concern regarding patients and orders not crossing to the ed pyxis medstation. Device status was checked in rss and confirmed to be offline. Connectivity tests from the es server indicated the station was unreachable. The technical support specialist contacted the customer and coordinated with hospital it to verify network configuration, ip address, and physical network connections. Troubleshooting steps, including verification of wired connectivity and service restarts, were performed. Once hospital it restored network connectivity, the station resumed communication with the server and data synchronization was confirmed. Findings were communicated to the customer, and the case was closed. The system functioned as intended after the technical support specialist and hospital information technology team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information did not cross over to the device. Nursing staff reported that patients were not appearing in the ed pyxis, requiring temporary patient creation. The customer also reported discrepancies in inventory counts and inaccurate medication removal reports and was uncertain whether the system was synchronizing properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.